Manufacturer narrative:
Per the cartridge instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 369 mg/dl. Customer alleged pump was not "getting insulin through pump". Customer was reusing an old cartridge for over 2 days. Tandem technical support educated the customer that per labeling, cartridges are not to be reused. Customer declined tandem technical support's offer to troubleshoot or further follow up. Reportedly, customer obtained a back-up insulin therapy.